Event description:
"Rptr" has been working as a nurse since 1963. In 1984, she started experiencing contact dermatitis with powdered latex gloves, manifested by rash, itching, and burning sensation on hands. In 1987, she experienced a painful reaction to the gloves, and sought medical attention. She was diagnosed as having a latex allergy, so she switched to non-latex gloves. She states that her allergy now encompasses respiratory involvement. She cannot be around latex at all, or she becomes short of breath. She continues to work as a nurse in a non-latex environment.